Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump could not be charged which resulted in the pump shutting down. The customer's blood glucose was 120mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally, the battery not charging issue could not be verified.